Event description:
PICC line kit was opened at bedside in preparation for insertion. Rn attempted to prime the line pre-insertion, but one port was very difficult to flush. Caps changed, line straightened but still unable to flush line. Kit not used, notified materials management and took all kits from same lot off the units.